Manufacturer narrative:
Heartsine's investigation of the device reasonably concluded that the reported problem, of a red status indicator and beep, were attributed to a membrane failure caused by unverified breakdown of tracks as outlined in z-0124-2013. The device was capable of supplying a test shock during testing.

Event description:
Device will not power on. Red status and beep. No patient involvement.

Event description:
Device will not power on. Red status and beep. No patient involvement.